Event description:
It was reported that the patients lead had migrated and the ipg was non-functional. The patient underwent a lead and ipg replacement procedure and was doing well postoperatively. The explanted devices were discarded per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three years ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: m365sc1110020, model: sc-1110-02, serial: (B)(6) , batch: 13912208.